Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was implanted with an impella 5.0 device for mechanical circulatory support. The complainant reported that the patient required resuscitation due to ventricular tachycardia. The impella flow was increased to p9, and preparations were made for a percutaneous coronary intervention (pci) of the main vessel. Following resuscitation, the impella device was observed to be functioning without issues, and its position was verified. Care was eventually withdrawn, and the patient expired while still on support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.